Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that during transfer from the bed to the toilet patient fell off the excelsior active lift as the sling clip detached from the device. As the consequence of the event the patient fell off the sling to the floor. The resident sustained femur fracture, light wound on the elbow and hematoma on the head.

Manufacturer narrative:
There was the incident reported to the arjo representative with the involvement of the excelsior active lift and active sling. It was reported that during the transfer from the bed to the toilet (when the caregiver checked if the door were opened and looked at the doorway) the right clip connecting sling to the lift detached from the device spreader bar and a sling support belt ripped at the stitches. As a result of the event the patient (female, 71 kg, with left arm paralysed) lost balance, fell out of the sling and hit the floor with the head. As the consequence of the event the resident sustained a femur fracture and a light wound on the elbow. She also had a hematoma on the head. After the event there was a device evaluation made by arjo technician. It was stated that lift was working correctly. There was no malfunction found. The visual inspection of the sling also confirmed that the support belt (supporting part of the sling, fastened on the patient chest, which ensure a correct body posture of the person being transferred) was torn and separated from the sling body. According to this, the most likely root cause of the event where a clip detach from the spreader bar is when the clip is not correctly put in place and monitored to stay in place, with the straps under tension at the beginning of the transfer. It should be taken into account that this is only the first event of this type related to excelsior lift. The instruction for use for the excelsior lift (mhl05707-nl issue 1, july 2006) provides pictures how to correctly apply and remove the sling and also attach the clips to the spreader bar. There is also crucial information provided: "patients who can only hold with one hand, (those who have suffered a "stroke", for example) may still be lifted by using the excelsior, but it will be necessary for the attendant (or second attendant) to hold the patient's arm down in front of the body during the lift while their useable hand holds the patient support arm in the normal way." In the instruction for use (IFU, 04.sf.00-int1_2 october 2014) provided with every arjo sling there are warnings provided regarding proper lifting process: "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during lifting process." "To avoid injury to the resident, pay close attention when lowering or adjusting the spreader bar." "To avoid injury, always make sure to inspect the equipment prior to use." It was also reported that stitching of the support (chest) belt on one side of the sling was torn. It was confirmed by the arjo technician that belt detached from the sling body but visual inspection did not reveal any other sling malfunction that could explain the clip detachment. Based on that it can be concluded that the chest strap stitching issue might have been a result of the misusing of the clip attachment and incorrectly attaching it to the spreader bar attachment points what could cause a larger pressure on the chest strap stitching and finally snagging. Damaged belt did not led to the detachment of clip. The support belt function is to keep the sling in the correct place, in order to ensure a correct body posture of the person being transferred. If the support belt is worn and weight is being put on it, it can start tearing until it finally detaches completely. However, the active sling support belt is not a part of the sling that is supposed to bear any weight. It should be also taken into consideration that according to the active sling manufacturing specification and information provided on the label, the sling should be able to withstand the weight of 200 kg. Please note that the patient weight was only 71 kg, so the recommended limit was not exceeded. Based on all gathered information we can conclude that the most probable factor which could have contributed to the event was caregiver not adhering to the instruction for use. However, the facility staff involved in the incident was not able to determine the exact circumstances of the event so in this case we cannot define with certainty the root cause of the event. Please note, if the clips are properly attached to the device spreader bar and caregivers follow all recommendations and procedures provided in instructions for use, the risk of serious injuries and hazard situations is low. To conclude, the system active floor lift and active clip sling was used for the patient's tarsfer. There was no malfunction found with the lift, however the stitching of the sling belt was torn and right clip detached from the lift spreader bar and from that perspective the system did not meet the manufacturer's specification. We decided to report this event due to the serious injury sustained by the patient.

Manufacturer narrative:
We are in a process of gathering information about the reported incident. The conclusions will be provided upon the manufacturer's investigation completion.

Manufacturer narrative:
Please note that section d3, f14, g1 and h10 has been updated and corrected: please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271)> as of 2011, that number was deactivated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med. Ab and medwatch reports ere submitted under registration #1000381138. From 2014 and going forward complaints related to thee products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694.